Event description:
On 31-mar-2026, the healthcare professional reported that on (B)(6) 2021, during a procedure, angiography showed stenosis in the mid basilar artery with thrombus formation and slow distal blood flow. The 150cm x 5cm prowler select plus microcatheter (606s255x / 30508773) was delivered to the target site and the 4mm x 23mm enterprise 2 (encr402312 / 6441628) was advanced to the target position and it was released. After the procedure, the patient developed decreased blood pressure, bilaterally dilated pupils, loss of light reflex, and loss of spontaneous breathing. After norepinephrine infusion was administered to raise the blood pressure, the patient was transferred to the intensive care unit under continuous balloon artificial respiration for further treatment and observation. Post-operative diagnosis was as follows: cerebral angiography, intracranial arterial balloon dilation and stent implantation. It was reported that on (B)(6) 2021, the patient passed away with rescue. On 09-apr-2026, a translated copy of the event was received. On 31-mar-2026, the china team received a message that a patient had passed away on (B)(6) 2021. The surgical records were obtained. Per the surgical record, the patient with a history of cerebral infarction, type 2 diabetes, grade 3 hypertension, lung infection was admitted to the hospital due to a cerebral infarction on (B)(6) 2021. Preoperative diagnosis: cerebral infarction, type 2 diabetes, hypertension grade 3 (very high-risk group), pulmonary infection (?), and sebaceous cyst surgery planned. The patient underwent cerebral angiography and stent embolectomy on (B)(6) 2021. The embolectomy procedure employed the 4mm x 23mm enterprise 2 (encr402312 / 6441628) for vessel remodeling. The procedure was targeting the middle segment of basilar artery which was narrow with thrombosis and slow distal blood flow. The microcatheter is delivered into position and the stent is delivered to the target location and released. After the procedure, the patient had decreased blood pressure, dilated pupils, disappeared light reflex and disappeared spontaneous respiration. After norepinephrine administration to increase blood pressure, the patient was sent to the intensive care unit for continuous treatment and observation under continuous balloon artificial respiration. ¿postoperative diagnosis: cerebral angiography + intracranial artery balloon dilatation + stent implantation.¿ on (B)(6) 2021, the patient passed away due to postoperative complications after unsuccessful intervention and rescue attempts. There were no previous reports of device malfunction. Details of the procedure included in the surgical record are as follows: ¿the patient entered the interventional operating room at 01:30, placed in the supine position, and ventilator assisted respiration. Disinfect groin and drape sterile tissue. An 8f arterial short sheath was placed after puncture of the femoral artery in the right groin, and the sheath was successfully placed at 01:50. Selective angiography was performed using a 5f pigtail tube and a unidirectional angiographic tube to the aortic arch, common carotid artery, and subclavian artery, respectively, and the angiography was completed and embolectomy was started at 02:22. Angiographic findings: stenosis with thrombosis in the middle segment of basilar artery, slow distal blood flow; bilateral posterior communicating arteries were not opened; internal carotid artery and branches were well visualized, without significant stenosis. The long arterial sheath (6f × 90 cm) was connected to a pressurized drip and sent to the left subclavian artery. The middle catheter was pressurized and instilled into the arterial sheath and delivered to the v1 segment of the left vertebral artery. After pressurized instillation of the microcatheter, it was guided to the p1 segment of the left posterior cerebral artery (the course of the microcatheter was obstructed in the middle segment of the basilar artery). After withdrawal of the microwire, the distal vessel was patent by microcatheter angiography. The middle catheter was delivered to the middle of the basilar artery, the microcatheter was withdrawn, the middle catheter drip was closed, and the y-valve was opened, and no blood flow reflowed from the middle catheter. Continuous negative pressure was withdrawn from the intermediate catheter and slowly withdrawn until there was significant blood reflux in the intermediate catheter. The suction was stopped. A small amount of scattered red thrombus was observed in the blood pushed out of the syringe. Angiogram of the left vertebral artery via an intermediate catheter revealed severe stenosis of the mid basilar artery. Complete occlusion of the mid-basilar artery was observed after 5 minutes. After the microcatheter was connected to the pressurized drip again, it was delivered to the p1 segment of the left posterior cerebral artery under the guidance of the microcatheter, withdrawn from the 2m microcatheter, replaced with the 3m microcatheter and sent to the p1 segment of the left posterior cerebral artery, and withdrawn from the microcatheter. The intracranial balloon dilatation catheter (sino 2.5 mm × 15 mm) was delivered to the site of basilar artery stenosis and slowly deflated after slowly dilating the balloon to the named pressure. Repeat angiography through the intermediate catheter showed restoration of flow in the basilar artery, but mid stenosis was still seen. The microcatheter was delivered to the p1 segment of posterior cerebral artery, the microcatheter was withdrawn, and the intracranial stent (vascular reconstruction and delivery system 4.0 mm × 23 mm) was delivered to the basilar artery stenosis site. After accurate angiographic localization, the microcatheter was withdrawn to release the stent. The microcatheter and stent implant pusher were withdrawn and a repeat left vertebral arteriogram showed tici 2b flow in the basilar artery. Recanalization time: at 04:28, withdraw the intermediate catheter, pull out the arterial sheath, apply pressure bandage on the puncture site, and finish the surgery. Intraoperative stent release was followed by intravenous pumping of teicoplanin. After operation, the patient had decreased blood pressure, mydriasis, loss of light reflex and disappearance of spontaneous respiration. Noradrenaline was pumped to increase blood pressure. The patient was sent to the second district intensive care unit of neurology department for continuous balloon artificial respiration for continuous treatment and observation.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (30508773) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Neurological deficits and death are known potential complications associated with all endovascular procedures and are also listed in the instructions for use (IFU) for the prowler select plus microcatheter as such. There was no alleged quality issue related to the used device, as the device performed as intended. Prior to the procedure, the patient presented with basilar artery occlusion with thrombus formation. The post-operative neurological decline¿low blood pressure, dilated pupils, absent light reflex, and loss of spontaneous breathing¿indicates severe posterior circulation ischemia or infarction. The basilar artery is a key vessel in the posterior circulation of the brain, as it supplies blood flow to the brainstem. While no device malfunction was documented and a definitive causal link cannot be established, the event transpired within the treated vascular region and demonstrated a temporal correlation with the procedure. As a result, it is not possible to completely exclude the device as a contributing factor in the patient's outcome. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿death,¿ with an awareness date of 31-mar-2026. The file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.